Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was approximately 300 mg/dl. Customer used the pump fill tubing step to deliver insulin to lower bg (155 mg/dl). Pump system check was performed with tandem technical support and air bubbles were observed in the cartridge pigtail. Customer reported not to have performed the air removal step while loading the cartridge and had used humalog for 4-5 days versus the labeled 48 hours.